Manufacturer narrative:
External insulation abrasion was noted at 38.0-38.3cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at the same location.

Event description:
It was reported that the patient presented to the clinic after experiencing pocket stimulation. Rv thresholds were increased, r-waves had decreased and impedance was trending down. Noise was reproducible during arm movements. The pocket was opened and an insulation abrasion on the pace/sense portion of the lead was observed. During laser lead explant procedure, the atrial lead pulled back and was replaced as well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 38.0-38.3cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.